Manufacturer narrative:
Section h6 evaluation code method remove b17 and add b01 h3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient at a home care setting, this ht70 ventilator generated a continuous alarm and ventilation stopped. The screen of this unit was black and could not be restarted. The unit was evaluated by a medtronic approved third party, tokibo (tkb). The unit would not start upon power on. Investigation by the third party found a crack in the capacitor (c92) of the main control board which was then replaced. The unit passed all tests and calibrations as per manufacturer specifications. One ht70 control board was returned to medtronic for failure investigation. Visual inspection of the ht70 control board found c92 had cracked/shorted. If the c92 capacitor fails during use, the ventilator immediately ceases operation and breath delivery stops which leads to loss of ventilation of the patient. The cause of the reported issue was determined to be a design issue of the capacitor (c92) on the ht70 control board. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient at a home care setting, this ht70 ventilator generated a continuous alarm and ventilation stopped. The screen of this unit was black and could not be restarted. The patient was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the me dtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient at a home care setting, this ht70 ventilator generated a continuous alarm and ventilation stopped. The screen of this unit was black and could not be restarted. The device was not available for evaluation. The unit was evaluated by a medtronic approved third party, tokibo (tkb). The unit would not start upon power on. Investigation by the third party found a crack in the capacitor (c92) of the main control board which was then replaced. If the c92 capacitor fails during use, the ventilator immediately ceases operation and breath delivery stops which leads to loss of ventilation of the patient. The cause of the reported issue was determined to be a design issue of the capacitor (c92) on the ht70 control board. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.